Event description:
A company representative observed and reported, on behalf of the surgeon, an unanticipated 'nicked' capsular edge that extended to a tear, during the phacoemulsification part of the procedure. Event conditions included poorly dilated pupil pre-operatively which was very close to the pupilary edge during the laser procedure. The capsulotomy was deemed completed. Lens phacoemulsification process was completed but cortical irrigation and aspiration was not optimal. Sulcus lens was implanted. In the surgeon's opinion, the likely root cause for the tear may have been an unseen capsular tag which may have extended.

Manufacturer narrative:
The device history records were reviewed, and there were no unusual findings related to the reported incident. No device malfunction suspected to warrant a dispatch of service engineer. The device was evaluated with regard to clinical setting and the event was believed to be attributed to user error; inadequate dilation. The device labeling provides instructions for ensuring adequate dilation during the procedure. (B)(4).